Event description:
Hip needed to be revised, obvious metallosis was visible. All components were removed and replaced. Surgeon does not fault the device. Implantation: (B)(6) 2007.

Manufacturer narrative:
(B)(4).